Event description:
The patient reported experiencing elevated blood glucose of 24-31 mmol/l (432-558 mg/dl) and he bolused extra insulin through the infusion device. He was unable to lower his readings and he switched to his backup infusion device. His normal blood glucose range is 7-9 mmol/l (126-162 mg/dl). The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.